Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4)

Event description:
The wire and visi-pro stent became twisted in the aorta when attempting to go over the horn. When attempting to straighten out the wire, the visi-pro stent became dislodged from the balloon catheter. The stent became free floating in the sfa and was pushed down to tibials when attempting to recapture the stent over the wire. Eventually, the physician deployed a spiderfx 7.0 filter wire below the dislodged stent to bring the stent back to the iliac, then placed a 5mm balloon catheter below stent to assist bringing to the iliac. The physician eventually dilated the stent into place with a 5mm balloon then followed up with a 8x27 balloon to affix the stent to proper area. The visi-pro stent was eventually deployed in the desired area and the patient is in good condition post procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. The device was returned without the stent which is consistent with the initial report of the event. Sanguine residue was the exterior of the device. The balloon chamber is in a post-inflation profile: not tightly wrapped or winged. Flushing the lumen and loading a guidewire through were successful. The balloon chamber was lightly inflated. No leaks or deformities in the balloon chamber were noted. No abnormality or deformity noted in the dilatation catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.